Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A kpc test was performed. During the setup a critical error occurred. It was possible to press ok and continue. The critical error occurred again after pressing next. Again, it could be clicked away. It appeared again when pressing next. The kpc test was stopped, and the drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and it was found that the extension shaft had broken. The lock pin had slipped out. The lock pin was deformed. It was also found that the inside of the housing had a grove where the lock pin was grinding on the housing. The extension shaft and lock pin were inspected. Both had loctite on them. The drill was inspected further. No further defects were found. The extension shaft and lock pin were replaced and a kpc test was performed. This time no critical error appeared during the setup. All test passed. A test case was performed which could be completed without any failures occurring. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken extension shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a real intelligence cori assisted ukr surgery, the real intelligence robotic drill stopped burring. The procedure was resumed, after a non significant delay, changing to a manual procedure. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4).